Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rv pacing lead impedance has gradually risen. It was also reported that pacing and sensing values have been stable. The lead is still implanted and remains in use. No patient complications have been reported as a result of this event. It was later reported that the pace/sense portion of the lead had high thresholds. The high voltage (hv) electrode values were acceptable. The pace/sense portion of the lead was disconnected and a new rv pace/sense only lead was implanted. The hv portion of the lead remains active. There were no patient complications reported as a result of this new event.

Event description:
It was reported that the rv pacing lead impedance has gradually risen. It was also reported that pacing and sensing values have been stable. The lead is still implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Rv pace lead impedance has steadily increased from 1500 ohms the week of (B)(6)2010 to 2500 ohms the week of (B)(6)2010. The data recorded a subthreshold lead impedance patient alert on (B)(6)2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected: initial reporter, event type code, source type code, facility, patient date of death, narrative performance data analysis. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).

Event description:
It was reported that the rv pacing lead impedance has gradually risen. It was also reported that pacing and sensing values have been stable. The lead is still implanted and remains in use. No patient complications have been reported as a result of this event. It was later reported that the pace/sense portion of the lead had high thresholds. The high voltage (hv) electrode values were acceptable. The pace/sense portion of the lead was disconnected and a new rv pace/sense only lead was implanted. The hv portion of the lead remains active. There were no patient complications reported as a result of this new event.